Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver and app continued to display 145 mg/dl. The transmitter was returned for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed. (B)(4) bluetooth device pairing test was performed and the transmitter passed. The global transmitter final functional test was performed and the transmitter passed all relevant testing. The share log was reviewed and it failed as the device read 146 for an extended period of time within the investigation window. The reported event was confirmed via product. The probable cause could not be determined. Further investigation determined that the transmitter sent information to the devices every 9 minutes instead of 5 minutes and the transmitter would continue to read the same device time. No additional event or patient information is available.